Event description:
Reported false negative sars result for 1 symptomatic consumer. The consumer's spouse communicated the result was confirmed positive by molecular (pcr testing) taken 1 day prior. An additional consumer event was also communicated which is captured on a separate report. This product online review was left by the consumer in 2022 but posted to the retail site at a later date. The actual date of occurrence is unknown.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: online customer review.